Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flickering image has been confirmed. It is likely that the image did not function normally due to the twisting and deformation of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation of a image problem, was confirmed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had stripes on the image, therefore the device could not recognize the tissue. The intended diagnostic, uterine cavity exploration was completed using a similar device. The event was identified during re-processing. There was no procedural delay. There was no patient involvement during the time the event was identified.